Manufacturer narrative:
The received device had the slide insert in the viewing window, but the soft cannula was not visible. The extended portion of the cannula measured less than 6mm. Due to the condition that the soft cannula was received in and because the event report stated that the cannula was visible, it could not be conclusively determined when the damage occurred or if the device caused the reported high blood glucose levels.

Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 - 45. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the pod deployed properly but the cannula did not insert. The patient's blood glucose read high (>500mg/dl) while wearing the pod for between 4 and 24 hours.